Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a cage in an l3-l4 plif for an unknown spinal indication. It was reported that after reaching the torque limit of the expanding driver, the hcp proceeded to rotate the driver clockwise, but the driver was unable to engage in the cage. There was no malfunction with the spacer. The spacer did not break. The screw that expands the cage broke and the piece was retrieved from the patient. The driver (mdt product) was not affected. There was no additional surgery or treatment/ revision surgery/ delay in overall procedure time/ hospitalization necessary as a result of this event. Therewere no patient symptoms or complications as a result of the event. No further complications were reported/ anticipated.